Manufacturer narrative:
(B)(4). Explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The product met manufacturing release specifications. The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification reveals that the lens has surface scratches and surface particles. Due to the condition of the lens, additional testing could not be performed. A manufacturing related cause was not identified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that one day after the implantation of a tecnis zmb00 17.0 diopter intraocular lens (iol) it was noted that the iol had subluxed. The patient was referred to a specialist to determine if the iol could be repositioned or if it needed to be explanted. The specialist decided to explant the iol and a 3 piece multifocal iol was subsequently implanted. At the time of the original surgery, there was no apparent problem with the iol or the patient's anatomy. The patient is reported to be recovering.